Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while the catheter was in use, the catheter body burst under high pressure. As a result, the catheter was removed from the patient (pt.) Intact. There was no delay in treatment, no pt death and no pt complications were reported. Additional info received by the hospital administrative assistant on (B)(6) 2011 stated they do not document in their case notes the percutaneous sheath introducer (psi) that is used. They repeat back to the doctors the volume, flow rate and psi prior to each injection and get verification to ensure safety. Ranges for all catheters are attached to the injector and verified on each catheter's package prior to use. When this first occurred they tried using two additional kits with the same outcome. As a result, a shorter 5-50 berman was used successfully for the pt. The shaft that burst was outside the pt's body so there was no harm to the pt. Reference MDR #2242445-2011-00025 for the first event and MDR #2242445-2011-00026 for the second event involving the same pt.